Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm with a no disposable clamp tubing message. Air in line is unknown. Patient not affected. No patient injury was reported.